Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient is without stimulation and one program is auto-reducing. Reprogramming was attempted to no avail. The patient denies any recent falls or trauma. Follow-up identified the patient is experiencing stimulation in the right rib area. Diagnostic testing reveal high and invalid impedance values on multiple contacts. Additional reprogramming attempts were unsuccessful. A physician consult may be the next course of action to address the issue.